Event description:
Initial call stated that the ventilator would not deliver any flow or breaths. After the hospital's tech checked the ventilator he found that the turbine was turning backwards. Customer has been advised to return the ventilator for investigation.